Event description:
It was reported the day after implant the lead had no capture and poor sensing. Chest x-ray confirmed the lead had dislodged. The lead was programmed off and then several days later it was removed and replaced. It was further reported that due to the patient's difficult cs anatomy, the lead was replaced with an epicardial lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found. The full lead was returned and analyzed.